Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging an ongoing problem with air bubbles in the tubing, resulting in the patient having blood glucose (bg) between 300mg/dl and 350mg/dl with headache and stomachache. The patient's bg elevation was reportedly treated with a correction injection and his bg at the time of the call with animas customer technical support was reportedly 115mg/dl. Troubleshooting indicated that the cartridges were being used per the instructions for use, but the reporter noted that sometimes the patient will pinch the tubing. During troubleshooting the reporter was able to prime the air bubbles out of the tubing. This complaint is being reported due to the allegation that the patient experienced hyperglycemia with air bubbles in the tubing as a contributing factor. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer.